Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. Bench testing was performed, and the device subassembly showed normal characteristics. The hv capacitors were sent to the manufacturing site for further evaluation and analysis indicated the capacitor pair met all electrical specifications. The root cause of the extended charge time occurred in the field was undetermined.

Event description:
It was reported when an asymptomatic patient presented remotely through merlin.net transmission, an alert for extended charge time was observed. The hv charge was initiated by regular capacitor maintenance. Device replacement was discussed. The patient was stable before, during and after the device interrogation and will continue to be monitored.

Event description:
New information noted that the patient's implantable cardioverter defibrillator was removed and replaced. The patient's condition was stable throughout.